Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for spinal pain indications. The company rep reported that hcp contacted her regarding a pump with a motor stall. Patient went for an magnetic resonance imaging (MRI) on (B)(6) and logs show a stall on that date and a recovery today. Patient did not have any signs of withdrawal and they got back a little more than expected from the reservoir. The company rep was not with the patient and would relay this information to the hcp.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the hcp stated the magnetic resonance imaging (MRI) motor stall showed recovered in logs when he read it. The volume discrepancy was off by 1.5 ml. The cause of the volume discrepancy was not determined and actions/interventions to resolve issue were not applicable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via company representative reporting that based on the office note the healthcare provider documented 18ml expected, 15ml back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.